Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e., calcification).

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (99% stenosis degree) in a severely tortuous part of the mid rca. After pre-dilatation, the device was introduced, but it got caught due to severe calcification at the distal rca. It was not possible to proceed any further, so the delivery catheter was removed from the body. At that point, deformation and fraying of the stent were confirmed, and the use of the device was discontinued. The case was completed using a stent made by another company.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (99% stenosis degree) in a severely tortuous part of the mid rca. After pre-dilatation, the device was introduced, but it got caught due to severe calcification at the distal rca. It was not possible to proceed any further, so the delivery catheter was removed from the body. At that point, deformation and fraying of the stent were confirmed, and the use of the device was discontinued. The case was completed using a stent made by another company.